Manufacturer narrative:
Additional information: on september 30, 2020, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2020, mentor became aware that the patient underwent device removal and replacement with 700cc mentor smooth round moderate plus profile breast implants, catalog number 3502700, serial numbers (B)(6) on the left side and (B)(6) on the right side on (B)(6) 2020. On (B)(6) 2020, the product investigation was completed. Device investigation summary: two devices (a and b) with the same lot number were received in the laboratory for analysis. Since it was not possible to confirm which one belonged to the complaint, both implants were analyzed. During the visual evaluation of device a, the device was observed to be ruptured. Additionally, an anomaly was observed within the tear consistent withcrease/fold. During the visual evaluation of the device b, an anomaly was observed on the posterior view of the device consistent with a crease/fold. A tear was also observed within the crease/fold measuring approximately 0.6 cm . The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of the saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with 600cc saline mentor smooth round moderate plus profile breast implants and experienced deflation on the left side postoperatively. As a result, the patient is scheduled to undergo device removal on (B)(6) 2020.